Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was built and released per specifications. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during testing of a cassette before surgery. The system showed test failed several times. An engineer checked the system and indicated the cassette leaked. There was no patient involvement.